Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery had reached normal end-of-service (eos) four weeks prior to the report and the patient had been admitted for a battery replacement at the time of the report. During a routine check prior to the patient entering the operating theater, the manufacturer¿s representative was able to communicate with the ins and the settings were shown. However, upon proceeding to conduct an impedance test, the clinician programmer indicated a power-on-reset (por) had resulted and consequently, the clinician programmer shut down. Another attempt was made, but the clinician programmer shut down once more. There was no error code that accompanied the por and it was not successfully cleared. The reporter indicated that there was nothing evident of por in the clinician programmer history for the patient. It only detailed his settings and the status of the ins. There were no patient symptoms associated with the event and the patient¿s battery was replaced without concern. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.